Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), fatigue ("exhaustion"), arthralgia ("diffused joint pains"), myalgia ("diffused muscular pains"), erythema ("erythema on legs"), depression ("depression"), visual impairment ("vision disorders") and disturbance in attention ("difficulties to concentrate"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, fatigue, arthralgia, myalgia, erythema, depression, visual impairment and disturbance in attention outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, disturbance in attention, erythema, fatigue, medical device removal, myalgia and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database (B)(4) revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.